Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an aneurysm without active bleeding in the proximal left circumflex(lcx) coronary artery. The 3.50x19 mm graftmaster covered stent could not cross to treat the aneurysm even after constant push. Another 3.50x19 mm graftmaster covered stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Returned device analysis identified a dislodged stent and separated hypotube. The stent was returned taped to the delivery system. Per the site, the dislodgement occurred when the stent delivery system was being removed and the stent was retrieved in an unspecified manner. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.